Event description:
A reporter called to submit a report about a family member who sustained a 3rd degree chemical burn from a gasoline product called ethyl chloride used by her podiatrist while she was there for a foot treatment. He said at the time when the doctor was spraying the product she complained of pain. The product gave her a 3rd degree chemical burn. The same podiatrist gave her the wrong prescription for the burn which did not help. She then went to a medical doctor and got another prescription which was better than the first one but still not the right one. She finally got the right prescription from the other podiatrist whom she has been seeing now for the past 6 weeks. He said she also wears bandages during the day.